Event description:
The pt was found deceased in his home. The physician stated the pt had issues with alcohol and suspects he was intoxicated at the time of his death. The alarm history of the infusion device lists several a2 (low battery) alarms and e4 (occlusion) errors. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.